Event description:
It was reported that the pump battery was depleting too quickly. There was no reported adverse impact to the customer's blood glucose level. The issue resolved itself after the cgm error was addressed, resulting in no further problems reported by the customer.